Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 574mg/dl. Blood glucose level was addressed with manual injection and by changing pump supplies. Reportedly, the customer was using fiasp insulin. Tandem customer technical support informed customer that fiasp is off label per the user guide. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.